Event description:
It was initially reported that a physician's serial cord adaptor did not appear to be making a good connection with the handheld. A company representative went to the physician's office to troubleshoot and found there were no issues with the company representative's serial cord adaptor was used with the physician's handheld. A replacement cable was sent to the physician and the serial adaptor cord in question was returned to the manufacturer for analysis. An analysis was performed on the returned serial cable and the reported allegation that the handheld was not able to charge handheld was verified. The cause for the reported allegation is associated with an open electrical connection in the serial cable power plug. The cause for the open connection is unk and could not be identified during the analysis. The connection between a handheld and the cable returned was found to be adequate.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.